Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tubing leaking at connection with pigtail on 28-may-2024. The infusion set was in use for one hour. The blood glucose level at the time of event was 518 mg/dl and the patient went to the emergency room for high blood glucose. The patient was subsequently hospitalized and admitted for high blood glucose (518 mg/dl) and moderate ketone values. The patient resolved the event with multiple daily injection (mdi) and was treated with intravenous (IV) and fluids of saline and insulin. The patient was released from hospital on (B)(6) 2024. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.